Event description:
It was reported that the lead had chronic out of range impedance and had been programmed off. Approximately four and one half years later, during routine device changeout, a fracture was noted in the portion of the lead near the pin. The lead was "clipped", an adaptor was applied and lead function was restored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted there was a white substance on the outer insulation and cosmetic depression of the outer insulation.